Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0v2av, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they could not go to the bathroom without the aid of a catheter or foley catheter. The patient increased stim to 1.85 volts. He was on a higher setting than 1.85 volts but it was too high and caused pain. So stim was turned down to 1.85 volts and reported he could feel comfortable stim. This was not related to any falls/trauma/electromagnetic interference (emi). Increasing stim made no difference. The patient had to catheterize several times on (B)(6) 2015 and insert a foley catheter overnight. They could not urinate without the use of a catheter. The patient was implanted for overactive bladder and incontinence. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.